Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (insulin on board calculation- not calculating correctly into bolus total) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 03/12/2015 with the following findings: the complaint was unable to be confirmed or duplicated with investigation. Review of the pump¿s black box revealed no related issues or abnormal pump behavior. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump¿s insulin-on-board and bolus calculation features were found to be functioning appropriately.